Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 13-dec-2022, a system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced bleeding requiring medical intervention and hospitalization.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced significant bleeding. The lesion biopsied was 4 cm in size and located in the left upper lobe. The lesion was fairly central with the distance to pleura > 4 cm. A 23g needle and forceps were used. The patient had a history of multiple myeloma (now with lung cancer) as well as an underlying diagnosis of copd and chronic hypoxemia with home oxygen use. The procedure was initially going well, but when the physician was about to do a bal at the very end of the procedure, the patient experienced significant bleeding with the blood coming up into the et tube. The physician called a "code blue". Epinephrine and cold saline were used to stop the bleeding. Anesthesia did a right mainstem bronchus intubation to make it easier for the patient to breathe. The bleeding stopped and the patient was taken to ICU while still intubated. Due to the bleeding, the patient experienced hypoxemia. Per the physician, the patient had underlying hematologic malignancy; therefore, it was easier for a bleed to occur. The physician also believed the bleeding was caused by the final forceps biopsy that he took at the lesion. A blood transfusion was not required. The approximate amount of blood loss was 10 ml the physician believes that injecting epinephrine prior to forceps biopsies (which he does not routinely do with ion procedures) may possibly decrease the risk of bleeding. It was reported that bleeding may have occurred with another modality. The procedure was completed and the patient was observed in the ICU for one day and discharged home on the second day. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.